Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing. However, the insulin pump was received stuck with motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and it passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump also had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
No blood glucose levels reported. The father of the customer reported receiving a motor error alarm from the insulin pump while filling the tubing. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the hlth care provider's instruction. No additional info was provided.